Event description:
Information was received from a patient implanted with a neurostimulator for multiple back operations. The patient stopped feeling stimulation three to four years prior to (B)(6) 2016 so he stopped using the device and quit using therapy. The patient was not sure about the date. The patient tried to turn stimulation on about one month prior in (B)(6) of 2016 and was feeling intermittent stimulation in his back. The patient was to follow-up with a health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.